Event description:
Event description guidant received information that this device is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Guidant received additional inforamtion that the device's monitoring voltage was 2.03 volts and had reverted to storage mode. Technical services advised the caller that no tachycardia therapy was available. Subsequently, the device was explanted and replaced without incident.